Event description:
The doctor reports that the dental implants located in dental positions number 23 25 & 26 failed due to peri-implantitis. The doctor reports that the procedure was not concluded by placing another implants. The doctor reported : pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided d10. Concomitant medical products xifnt3210, osseotite tapered certain implant 3.25 x 10mm. Lot 2015101945 and xifnt411, osseotite tapered certain implant 4 x 11.5mm lot 2016051058. E1: reporter name. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.